Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No trends were identified for the customers issue. Labeling was reviewed and found to be adequate. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on all available information and abbott diagnostics complaint investigation no product deficiency was identified.

Event description:
The customer reported falsely decreased hemoglobin results generated on the cell-dyn emerald analyzer on two patients. Results provided: pt#1 (B)(6) 2020. Hgb:7.6 13.0 g/dl. Pt#2 (B)(6) 2020. Hgb:7.6 12.5 g/dl. No impact to patient management was reported.